Manufacturer narrative:
The 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began 6 months ago prior to contacting lfs. The cca was advised the patient manages his diabetes with a combination of insulin and pills (types/ amounts not specified). At the time of the alleged issue, the patient skipped or stopped her usual dose of medications. The patient denied developing symptoms. During that same time, the patient stated she visited her physician's office and obtained a blood glucose result of "459 mg/dl" on the physician's meter. The patient was administered insulin (type/ amount not specified). At the time of troubleshooting, the cca noted the patient dropped the subject meter in water. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.